Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that the battery compartment was cracked and that there was moisture/corrosion inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/11/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 02/24/2015 with the following findings:visual inspection revealed that the battery compartment was cracked along the side of the threads. The pump case was found to be cracked between the display lens and the case seal. Moisture was observed behind the display lens and inside the battery compartment. During testing, the pump was to be powered on. A leak test was performed revealing leaks in the pump case and battery compartment. The pump case was removed and moisture was found on the printed circuit board. The returned battery cap was intact and was used to complete all testing.